Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and blank display. The customer¿s blood glucose level was unknown. The customer reported that all the buttons were not working. It was reported that the screen kept going blank and then coming back on. The customer reported that the time clock was advancing. It was reported that the insulin pump was exposed to moisture. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, unexpected restart error test, displacement test or verify keypad button anomaly due to blank display.